Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, complication in site preparation, inadequate bone quality/quantity, bone resorption, mobility ((B)(6) are same patient).